Event description:
It was reported that an ilet bionic pancreas experienced a cracked and nonfunctional touchscreen, rendering the device unusable and no longer watertight. The user unsure how the damage occurred. Investigation included review of the event details, serial number verification, and coordination for device return and replacement. Further investigation of this case revealed physical damage to the touchscreen leading to loss of user interface function and compromised enclosure integrity. Symptoms included no injury and no reported changes in blood glucose. Outcomes included interruption of insulin delivery from the affected device and the need to replace the unit. It was concluded that the event was due to device damage consistent with mechanical impact or stress, with no patient harm, and that therapy should be backed up until the replacement device is started.